Manufacturer narrative:
E1: event city: (B)(6). Event country: israel. Name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set detachment event on (B)(6) 2026 in which the tubing came apart at the site connector after the infusion set had been in use for less than three days the insertion site was the abdomen.